Event description:
The customer requested a replacement battery. No symptom was provided. No pt involvement was reported.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.